Event description:
It was reported that a stryker loaner core console with irrigation pump failed a chassis earth leakage test. The event occurred during a routine testing prior to circulation. There was no patient involvement, no adverse event was associated with the device.

Manufacturer narrative:
The core console was cleaned, lubricated, adjusted and returned to circulation.